Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 490 mg/dl. Customer stated that she was feeling sick. Customer was giving correction boluses, but the blood glucose was not decreasing. Customer declined to troubleshoot the insulin pump at the hospital. The current blood glucose reading is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.